Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The device was set with new programming settings. The device registered a second instance of post-paced t-wave oversensing about one week later. The device setting was again programmed. The device detected a third instance of post-paced t-wave oversensing following a couple of weeks later. New programming changes were recommended. No further information is available.